Manufacturer narrative:
The insulin pump did not alarm with a button error during testing; however, there was intermittent button response due to moisture damaged keypad traces. The following physical damage was also noted: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; the customer could not clear the alarm and when he changed the battery the button error persisted. The patient's blood glucose at the time of incident was 91 mg/dl. Troubleshooting was initiated for the button error alarm. The customer recalled dropping the pump a couple of times. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.